Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/30/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: a review of the pump's bolus history and the download history confirmed a 4.0 unit bolus occurred at 4:36 pm on (B)(6) 2011. The pump's basal and bolus histories matched the total daily dose history. The pump was exercised for 24 hours with no unprogrammed boluses occurring. During testing, a normal bolus and an audio bolus were successfully programmed and accurately recorded in the pump history. There were no defects found to the audio bolus button. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient reported that she experienced blood glucose of 43 mg/dl and "felt low;" she was unable to describe the symptoms. She reported that she treated herself with glucose tabs and juice. No medical intervention was required. The patient reviewed the bolus history and noted a 4.0 unit audio bolus delivery that she stated she did not deliver. She denied the possibility of an accidental button press. The patient said she was wearing the pump in a fabric pouch with a velcro closure that was hanging from her neck and stated that she did not lean against anything at the time of the alarm. The patient did not describe the alarm and did not report any alarms in the pump history. She reported that she was able to continue use of the pump, she turned off the audio bolus feature, and she has been locking the pump since the event. The complaint is being reported because of the allegation of insulin delivery without user intervention.